Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing an extension of fixation range from l3-l4 to l2-l5. The set caps and rod were removed. Screws at l2 and l5 were placed, and reducers/extenders were used to aid when seating the rod. Intra-op, it was observed that one of the reducers could not stay retained on the tulip of the screw. The physician tried a couple of times but the reducer wouldn't stay. Then, this reducer was removed immediately from use and the sterile field, and another one was used from the tray. There was no further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual review did not identify any crack, fracture or material deformation. Functional evaluation confirmed the reducer was able to thread on and unthread from the shaft without issue. After visual and functional evaluation, the instrument appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.